Event description:
Information provided states that the tibial lengthener was implanted in the left femur of the patient. It was noticed that after 14 days the lengthener stopped distracting. The unit was removed and replaced with a same size lengthener.